Manufacturer narrative:
Due to additional information, the MDR # (B)(4)was determined to be addressing the same event. All future information received regarding this event will be sent in a supplemental report in this report instead of in MDR (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The rep indicated that beginning on (B)(6) 2018 there was a loss of pain relief. An x-ray done by the physician showed that the leads had migrated. The rep was unaware of any environmental/external/patient factors that may have led or contributed to the issue. The patient was seen on the day of the report. They were given a hd program to try to see if they are able to obtain relief. If no relief is obtained the physician would consider a lead revision. Additional information was received from the rep via the physician on (B)(6) 2018. The rep stated that the issue began on an unknown date. The rep stated that the cause remains unknown. However, the patient lost 100 pounds since being implanted. The rep attempted to reprogram after the x-ray was taken and the lead migration was observed. The stimulation was programmed around different electrodes. The issue was not resolved at the time of the report. Surgical intervention was planned but it was not yet scheduled. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.